Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient came in for an implant check with the audiologist. There were only seven active channels.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted, apart from a short circuit which could not be located during investigation as the active electrode was damaged during removal surgery. Additionally, no responses could be obtained on some basal channels, possibly due to the active electrode being partially out of cochlea; however, radiological imaging was reportedly not conclusive and therefore this cannot be confirmed. The contribution of both mentioned factors might be the reason for the reported decreased benefit. This is a final report.

Event description:
Hearing performance with the device was affected. There was no report of accident or trauma. Patient was re-implanted with a device from another manufacturer.